Event description:
A baxter medical affair information specialist reported to corporate product surveillance, on behalf of customer, an administration set in which a nurse observed no flow of saline solution through fill buretter chamber during priming the set. The solution was unable to enter the chamber. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which a nurse observed no flow of saline solution through fill burette chamber during priming the set was not confirmed during sample evaluation. Visual test as well as functional test was performed on the reported sample. The reported set was working within specification during evaluation. Thus, the assignable root cause for the reported condition is unknown. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.